Event description:
It was reported that stent dislodgement occurred. The 99% stenosed target lesion was located in severely tortuous and moderately calcified left renal artery. A 4.0mm x 19mm x 150 cmexpress vascular sd stent was advanced for treatment. However, during the expansion of the stent from the distal end, the device was slipped closer to the aorta. It was then removed from its original placement and additional stainless steel stent was then placed. The procedure was completed with non boston scientific device. There were no patient complications nor injuries reported.

Event description:
It was reported that stent dislodgement occurred. The 99% stenosed target lesion was located in severely tortuous and moderately calcified left renal artery. A 4.0mm x 19mm x 150cmexpress vascular sd stent was advanced for treatment. However, during the expansion of the stent from the distal end, the device was slipped closer to the aorta. It was then removed from its original placement and additional stainless steel stent was then placed. The procedure was completed with non boston scientific device. There were no patient complications nor injuries reported. It was further reported that the stent moved on the balloon but was still within the balloon area. The stent was implanted but not in its original position. Consequently, additional stent placement was required to complete the procedure.